Manufacturer narrative:
(B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set falling event on (B)(6) 2024. Cause of the product not adhering wad poor adhesive send tape kit. Prep wipes might be used to clean the insertion area. No further information available